Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, the left ventricular lead was noted to be dislodged. The lead was explanted and replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications. Visual inspection of the lead revealed no anomalies. The reported even of lead dislodgement was not confirmed.